Event description:
A physician's office called and reported that they had a patient who wants to get her vns device removed. The patient was scheduled to have it removed on (B)(6) 2012. The patient has been complaining of pain at the electrode and generator sites. Additionally, the vns has not helped her seizures, and there have been more complications than benefit. When questioned about the complications, the caller said the patient's device had broken out of the pocket twice, and had to be repositioned both times. Good faith attempts are underway to try to obtain the explanted product.

Event description:
The date the patient event was first observed was on (B)(6) 2010. The patient's treating physician felt their pain events were related to the patients rigorous exercise routine and activity by patient. The event is not associated with stimulation and their explant was for patient comfort. At this time the explanted product has not been returned for analysis.